Event description:
Related manufacturer reference number: 2017865-2024-35218. It was reported oversensing of noise on both the right ventricular (rv) and right atrial (ra) leads were noted on a remote transmission. No intervention was performed at this time. No patient symptoms were reported.